Event description:
Dealer alleges that as consumer was moving down a ramp, which was attached to van, about halfway down the ramp a front fork broke. The chair flipped over, falling off the ramp and onto consumer. As a result of the incident, the consumer received 5 stitches to the head.